Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that the white safety never engaged. Verbatim: rcc received a complaint via email. We had an issue with a 22g cathena. When the nurse was preparing to place an IV and removed the IV catheter from the packaging. She noticed it felt different, so she decided not to use it. When she went to safety it, the white safety never engaged. I know that there was just a recall on 18 and 20 gauge cathenas, have you heard of any issues with the 22g?

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the sample. Analysis of the sample showed no dent or damages on the cannula and v-clip. The safety mechanism was manually activated with no failures observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.